Manufacturer narrative:
Device analysis: the returned product consisted of a watchman flx delivery system with the implant partially deployed, and blood in the device. Inspection of the device found numerous kinks in the sheath. Inspection under the microscope found tip damage as the tri-cuts were flared, and abrasions were within the sheath tip. Product analysis could not confirm the reported event as there was no damage or defect found with the implant, and clinical circumstances could not be replicated.

Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but it did not meet release criteria, and the physician recaptured the device. A second deployment was performed, but the physician felt that the closure device had become damaged. A new smaller wds was then used but release criteria was not met with this closure device. The procedure was ended with no closure device implanted in the patient. The patient did not experience any complications following this event.

Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but it did not meet release criteria, and the physician recaptured the device. A second deployment was performed, but the physician felt that the closure device had become damaged. A new smaller wds was then used but release criteria was not met with this closure device. The procedure was ended with no closure device implanted in the patient. The patient did not experience any complications following this event.